Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information received: patient pre-op diagnosis: sigma carcinoma, no neoadjuvant therapy. During preparation and firing of the device no anomalies were noticed. Target tissue was not dense or thick. There were no negative consequences for the patient.

Event description:
It was reported that during a laparoscopic sigma procedure, there was an incomplete staple line, only one side was stapled. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information received: patient pre-op diagnosis: sigma carcinoma, no neoadjuvant therapy. During preparation and firing of the device no anomalies were noticed. Target tissue was not dense or thick. There were no negative consequences for the patient.

Event description:
It was reported that during a laparoscopic sigma procedure, there was an incomplete staple line, only one side was stapled. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m55v0p. The analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows all staples present and protruding. Upon evaluation of the reload, the one piece sled was noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information received: patient pre-op diagnosis: sigma carcinoma, no neoadjuvant therapy. During preparation and firing of the device no anomalies were noticed. Target tissue was not dense or thick. There were no negative consequences for the patient.

Event description:
It was reported that during a laparoscopic sigma procedure, there was an incomplete staple line, only one side was stapled. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.